Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d10, g4, g7, h2, h3, h4, h6, h10 the event was confirmed with product received. Visual examination of the returned product confirmed the strike plate to be fractured from the handle body. Impact marks were observed on the handle body and both sides of the strike plate. Analysis determined these impact marks to be consistent with marks typically created by extraction of the broach from the femur and do not suggest misuse. Tensile overload of the strike plate welds was the cause of the fracture. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the broach handle was returned from the hospital broken. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the baseplate fell off of the broach handle during surgery. No further event information available at the time of this report.